Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was initially reported that the physician advanced the device through the endoscope to desired position but found that the cutting wire was broken. Low quality photos of the device were provided which were inconclusive. There was no reportable information at this time. Our evaluation of the returned device on 08/15/2022 determined that the anchor has separated and is no longer attached to the cutting wire [subject of report]. It was reported that a section of the device did not remain inside the patient¿s body; however the location of the missing portion is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: pictures were provided and reviewed. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The pictures provided show the cutting wire has broken near the distal end. The cutting wire securing component is no longer attached to the cutting wire. Our laboratory evaluation of the product said to be involved determined the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. However, the cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. The cutting wire securing component has detached from the device. The cutting wire securing component/anchor was not included in the return. The cutting wire does not exhibit evidence of a cautery application (no blackening of the cutting wire was observed). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed the cutting wire securing component has separated from the catheter and detached. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user with the following comment: upon removing from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip.the instructions for use warn the user with the following comment: note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.